Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information indicated that this right atrial (ra) lead was partially removed due to scar tissue in the superior vena cava. This ra lead was surgically abandoned. There were no additional adverse patient effects reported.